Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. No leaks were observed. Therefore the investigation is unconfirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime later post a port placement, the port allegedly had a subcutaneous leakage. It was further reported that the patient allegedly experienced extravasation. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Splits were observed on the port septum. No leaks were observed. Therefore the investigation is unconfirmed for the reported fluid leak issue. The investigation is confirmed for the identified septum split issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime later post a port placement, the port allegedly had a subcutaneous leakage. It was further reported that the patient allegedly experienced extravasation. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime later post a port placement, the port allegedly had a subcutaneous leakage. It was further reported that the patient allegedly experienced extravasation. Reportedly, the port was removed and replaced. The current status of the patient is unknown.